Event description:
Follow-up from the physician was received providing that the battery status of the device was 95%. The physician stated the diagnostics results were normal with no abnormalities. The increase in seizures was related to vns as in (B)(6) 2016 the settings were decreased and she subsequently had an increase in her seizure frequency. The increase was provided to be above the pre-vns baseline. It was stated there was no loss of magnet mode, but that the patient had become accustomed to the stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a patient's group home to a company representative that they were questioning if her vns was working due to an increase in seizures and they said when they swiped the magnet nothing was happening. Additional relevant information has not been received to-date.